Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The catheter worked properly for the first seven hours. The temperature fell to 30 degrees celsius and kept showing it. The mpm monitor and cables were fine. The catheter was replaced with a new one and it functioned well. There was no pt injury reported. The catheter was zeroed prior to insertion. There was no delay in surgery. Pt outcome was reported as "no change, still in ICU".